Event description:
Olympus (B)(4) was informed that the customer cf-h190l evis exera iii colonovideoscope was returned to the regional repair center for evaluation of a reported ¿air/water flow issues from the air/water flow system. Maintenance.¿ the event was found after the procedure. Upon inspecting and testing, the nozzle was found clogged with foreign material. This report is being submitted to capture the foreign material clogged in the nozzle. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the nozzle was found clogged with foreign material. Additionally, the distal end cover failed the insulation test, the light guide lens is cracked, the bending section cover glue has white discoloration. The bending section cover glue is chipped and peeled off. Discoloration the switch button (1), the angulations are below standard specifications, the control knob movement has play and the plug unit is scraped. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: -product used in combination with scope (button, silicone tube, etc.) Broke and the fragment entered the channel and it seemingly clogged in the nozzle. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor the field performance of this device.